Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 25mg/dl, 300mg/dl (per potential medical tab it states 300+ could not recall the actual number). Tests were done less than 10 minutes apart with a difference of 150%. Pt did not experience any adverse events. No further info has been reported.